Event description:
It was reported that during a coronary drug eluting stent treatment procedure, balloon removal difficulties were encountered. In 2004 the physician had pre-dilated the left anterior descending (lad) and circumflex (cx) arteries with two 2.75 x 15 mm medtronic sprinter balloons at 8 atms using a kissing technique. Then a taxus express2 2.75 x 16 mm drug eluting stent was placed in the lad while a taxus express2 2.75 x 16 stent was placed in the cx. These stents were simultaneously inflated to 12 atms in a kissing fashion. Removal of the stent delivery system in the lad was easy; however, the physician met some withdrawal resistance in the cx. The physician managed to remove the balloon but noticed the shaft of the balloon was still within the stent. He tried to retrieve the shaft with a lasso and a forceps without success. Fluoroscopy was used to detect the stent marker in the lad and distal occlusion of the stent. The pt was then brought emergently into the surgery to undergo a coronary artery bypass grafting procedure. The catheter was found in the aorta during the procedure and the third piece was found in the coronary artery. The pt's condition is reported as satisfactory/good.